Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room after receiving an alert for low impedance. Upon interrogation there were many episodes of mode switching due to noise. The lead was capped and replaced on (B)(6) 2016. The patient was fine at the end of the procedure and has since been seen for his two week wound check appointment and everything was working within normal limits.